Event description:
A review of service data detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, the monitor would not power on. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation the 1.8v power supply, component u605, on the monitor's ca board was shorted to ground. The cause for the inability to power on was the shorted power supply. The root cause for the shorted power supply cannot be positively determined. No adverse event resulted from the shorted component. The last pt to use this monitor did not report any deficiencies.